Manufacturer narrative:
Information was forwarded form the owner establishment, (B)(4), which markets the devices in (B)(4). The manufacturer did not yet received explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The parts will be returned for investigation and a follow-up report will be created. (B)(4).

Event description:
It is reported that pt experienced pain and loosening. Pt was revised.